Event description:
It was reported that the blade has lifted. The stenosed target lesion was located in the severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the blade has partially lifted. The procedure was completed with a different device. There were no patient complications reported.